Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received a pump error alarm. The customer's blood glucose was 96 mg/dl at the time of incident. The customer's father was advised to program a normal bolus into the air. The customer's father stated that the bolus amount was not recorded in the bolus history. The customer's father performed self test and the insulin pump passed. The customer's father delivered bolus again but the bolus amount was not recorded in the bolus history. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected errors or alarms noted. Program multiple boluses and all boluses were properly recorded in daily total history. No history anomaly noted. No cosmetic damage noted.